Event description:
A report was received that the patient was experiencing extreme pain right above the ipg site. It was noted that the patient was scoliotic. The patient went to the emergency room (ER) and was administered with pain killers.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing extreme pain right above the ipg site. It was noted that the patient was scoliotic. The patient went to the emergency room (ER) and was administered with pain killers.